Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received inappropriate shocks when programmed to secondary vector. T-wave oversensing due to low amplitude was observed in both secondary and alternate vectors while troubleshooting in the office. Undersensing of the qrs was also observed. Boston scientific technical services (ts) recommended programming the primary vector. Later, while being active, the patient received further inappropriate shocks due to t-wave oversensing. Smart pass was turned on in an attempt to reduce the t wave oversensing. However, the patient continued to have inappropriate shocks from reduced r wave amplitude. The amplitude was low enough that smart pass turned itself off. The reduction in r waves was thought to have started after the patient had a ventricular tachycardia (vt) ablation which could have affected morphology. Subsequently a revision procedure was performed where the s-ICD system was explanted and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit additional codes as further analysis was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.